Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial distal release stent was used to treat a 4 to 5 cm malignant stricture in the trachea during a bronchoscopy with stent placement procedure performed on (B)(6) 2017. Reported, the patient's anatomy was narrowed and had been dilated twice prior to stent placement: from 8 mm to 10 mm with a pulmonary dilatation balloon then 10 mm to 12 mm with a second pulmonary dilatation balloon. According to the complainant, during the procedure, the physician was able to deploy the stent at the correct anatomy location. However, during the removal of the scope, the physician noted that there was a sharp piece sticking out of the proximal end of the stent. The fully deployed stent was removed using rat tooth forceps and was examined by the physician under a microscope. The microscopic examination performed by the physician confirmed the damage noted on the proximal end of the stent upon scope withdrawal. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.